Manufacturer narrative:
This report is submitted on 21 april 2021.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2021 due to infection at implant site. It is unknown if the patient was re-implanted with a new device.